Manufacturer narrative:
This report is filed on june 05, 2019.

Manufacturer narrative:
This report is submitted on may 6, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of auditory response with device use. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. Imaging (date and type not reported) revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2019 and the patient was not reimplanted with a new device during the same surgery.